Manufacturer narrative:
Concomitant medical products: 8637-40 neuro pump, implanted: (B)(6) 2014; 407652 lead, implanted: (B)(6) 2008; 407645 lead, implanted: (B)(6) 2008; 8575 neuro accessory, implanted: (B)(6) 2007; 8709 catheter, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, noise and short ventricle-ventricle intervals. Reprogram ming occurred and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.